Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approximately 4mm from the balloon proximal tip. A review of the lhr (lot # f1413404) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the root cause of the tear could not be conclusively determined.

Event description:
The following info was reported: that balloon loss of pressure during pullback. Manual pressure held for 20 minutes to obtain hemostasis. The pt was not hospitalized. Procedure: peripheral. Stick location: common femoral artery. Vessel size: greater than 6mm.